Manufacturer narrative:
Evaluation results: the qd22 catheter was returned by the customer and evaluated by engineering. Engineering confirmed the defect; the cannula was kinked between the 25 cm and 30 cm markers at the drainage holes as shown in pictures attached to the complaint. A DHR review was performed for the qd22 catheter and is included in this complaint. The kink in the cannula was only noticed after the cannula was successfully used and removed from the patient. A manufacturing nonconformance cannot be confirmed and the root cause of the reported issue cannot be determined hence a CAPA is not required at this time.

Event description:
It was reported that after the venous cannula was removed, they noticed that there was a kink between the 25cm and 30cm markers in between the most distal vent hole. Device was used on a patient. There were no adverse events, injury or medical intervention necessary. Device was not switched out during the procedure. Time of the event: noticed end of case.